Event description:
The hcp reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. No serious injury to the patient was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received, or the device returned, a follow-up medwatch report will be sent.